Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered a repeated error 26002 on the universal surgical manipulator 2 (usm2). The customer stated that the error occurred twice in the case and twice more during the call. The technical service engineer (tse) walked the customer through a hard power cycle on the patient side cart (psc) and had them reseat the blue fiber cables. The system powered back on without further errors and the customer continued the case. After restarting the system several times and calling the international hotline, the procedure was converted to an open procedure and the cystectomy with ureteral fistula was completed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. All the work was completed on fso 750857988 captured on related pr 1373871. Based on the field evaluation, this reported event was confirmed. The fse went on site and replaced suj outer proximal and distal part and usm to resolve an error 1007. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The distal set up joint (suj) was received for failure analysis. The reported error was confirmed but not replicated. The error was found indicating a power monitoring error on the axes controller tornado (act) board, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system, where no errors were triggered and it performed as expected in normal mode. The unit was then installed onto a psc fixture test platform (pftp) where it passed all relevant testing. The universal surgical manipulator (usm) was received for failure analysis. The reported error was confirmed but not replicated. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a psc fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the fru connector pogo-pin (fcp), fcp to axes controller, arm (aca) cable, and aca was inspected, and no faults could be identified. An error was found indicating a power fault between the usm and suj. The proximal set up joint (suj) was received for failure analysis. The reported error was confirmed but not replicated. Errors confirmed the fault occurred in the field, with power monitoring errors and an error pointing to the axes controller setup (acu). Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where no errors were triggered and performed as expected. The unit was then installed onto a pftp where it passed all applicable testing. The reported event was not replicated.